Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux user was unable to issue item to patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that user was unable to issue item to patient. A technical support specialist remote in, logged in and advised user to log back and issue resolved. The system functioned as intended after the tss troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux user was unable to issue item to patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.